Event description:
A malfunction was reported by the customer, with no noteworthy events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump.